Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) exhibited low rv pace impedance, prompting an appropriate latitude red alert. The local area sales representative was contacted for more information, but none has been made available to date. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed and the pace/sense portion of this lead was surgically abandoned. The shocking portion of the lead remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. As new information would become available, this report will be further evaluated and updated. Most recently, this report was evaluated and determined to have been reported in error. Low pacing impedance suggests a potential insulation issue, however, the lead is still capable of providing therapy. Therefore, this malfunction is not likely to cause or contribute to serious injury or death and there is no evidence of patient harm. This lead and the associated device remain actively in service.